Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the tower door 6 failed. The field service engineer cleaned all micro switch and applied black grease to resolve. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation es system door failed prevented user from retrieving medication to patient. The customer added that the user retrieved medication from another station. However, there were no adverse events or injuries reported based on this event.